Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain') in a 33-year-old female patient who had essure (batch no. 629311) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included incontinence, pap smear abnormal, anemia iron deficiency, thrombosis leg, thrombosis pulmonary, depression, anxiety, foot surgery (1979/1987/2002/2009 x5.), recurrent urinary tract infection, vaginitis, vulvovaginitis, obesity, urinary incontinence, dysfunctional uterine bleeding, stress, uterine mass and paratubal cyst. Concurrent conditions included vaginal infection, vaginal itching, endometrial polyp, sleep disturbance, pruritus, menstrual cycle prolonged, uterine fibroid and uterine enlargement. Family history included chickenpox. Concomitant products included cefazolin, fluorescein and phenazopyridine hydrochloride (pyridium). On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced alopecia ("hair loss"). On (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), 11 months 7 days after insertion of essure. In (B)(6) 2011, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("pain / abdominal pain"). In (B)(6) 2013, the patient was found to have weight decreased ("weight gain / loss (specify which one) weight loss"). In (B)(6) 2014, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced abdominal pain lower ("cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and incontinence ("incontinence"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, dyspareunia and alopecia had resolved and the vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, weight decreased and incontinence outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, bladder disorder, dyspareunia, genital haemorrhage, incontinence, menorrhagia, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: discrepancy to be noted in essure insertion date as (B)(6) 2009. Current weight 182 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: bilateral fallopian tube occlusion confirmed.. Ultrasound scan - on (B)(6) 2018: uterine fibroids and thickened endometrium.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia, vaginal hemorrhage, abdominal pain lower. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-may-2020: pfs received: event incontinence added. Event genital bleeding updated as non-serious incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain') in a 33-year-old female patient who had essure (batch no. 629311) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included incontinence, pap smear abnormal, anemia iron deficiency, thrombosis leg, thrombosis pulmonary, depression, anxiety, foot surgery (1979/1987/2002/2009 x5.), recurrent urinary tract infection, vaginitis, vulvovaginitis, obesity, urinary incontinence, dysfunctional uterine bleeding, stress, uterine mass and paratubal cyst. Concurrent conditions included vaginal infection, vaginal itching, endometrial polyp, sleep disturbance, pruritus, menstrual cycle prolonged, uterine fibroid and uterine enlargement. Family history included chickenpox. Concomitant products included cefazolin, fluorescein and phenazopyridine hydrochloride (pyridium). On (B)(6)2008, the patient had essure inserted. In 2009, the patient experienced alopecia ("hair loss"). On (B)(6)-2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), 11 months 7 days after insertion of essure. In (B)(6) 2011, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("pain / abdominal pain"). In (B)(6) 2013, the patient was found to have weight decreased ("weight gain / loss (specify which one) weight loss"). In (B)(6) 2014, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced abdominal pain lower ("cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and incontinence ("incontinence"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6)-2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, dyspareunia and alopecia had resolved and the vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, weight decreased and incontinence outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, bladder disorder, dyspareunia, genital haemorrhage, incontinence, menorrhagia, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: discrepancy to be noted in essure insertion date as (B)(6)2009. Current weight 182 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2009: bilateral fallopian tube occlusion confirmed.. Ultrasound scan - on (B)(6)2018: uterine fibroids and thickened endometrium.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia, vaginal hemorrhage, abdominal pain lower. Lot number:629311 manufacturing date:2009-02 expiration date:2012-02 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain') and genital haemorrhage ('abnormal bleeding (general)') in a female patient who had essure (batch no. 629311) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included incontinence, pap smear abnormal, anemia iron deficiency, thrombosis leg, thrombosis pulmonary, depression, anxiety, foot surgery (1979/1987/2002/2009 x5.), recurrent urinary tract infection, vaginitis, vulvovaginitis, obesity, urinary incontinence, dysfunctional uterine bleeding, stress, uterine mass and paratubal cyst. Concurrent conditions included vaginal infection, vaginal itching, endometrial polyp, sleep disturbance, pruritus, menstrual cycle prolonged, uterine fibroid and uterine enlargement. Family history included chickenpox. On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("pain / abdominal pain"). In (B)(6) 2013, the patient was found to have weight decreased ("weight gain / loss (specify which one) weight loss"). In 2014, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced abdominal pain lower ("cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, dyspareunia and alopecia had resolved and the vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder and weight decreased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, bladder disorder, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: discrepancy to be noted in essure insertion date as (B)(6) 2009. Current weight 182 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: bilateral fallopian tube occlusion confirmed.. Ultrasound scan - on (B)(6) 2018: uterine fibroids and thickened endometrium.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia, vaginal hemorrhage, abdominal pain lower. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jun-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain') in a 33-year-old female patient who had essure (batch no. 629311) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included incontinence, pap smear abnormal, anemia iron deficiency, thrombosis leg, thrombosis pulmonary, depression, anxiety, foot surgery (1979/1987/2002/2009 x5.), recurrent urinary tract infection, vaginitis, vulvovaginitis, obesity, urinary incontinence, dysfunctional uterine bleeding, stress, uterine mass and paratubal cyst. Concurrent conditions included vaginal infection, vaginal itching, endometrial polyp, sleep disturbance, pruritus, menstrual cycle prolonged, uterine fibroid and uterine enlargement. Family history included chickenpox. Concomitant products included cefazolin, fluorescein and phenazopyridine hydrochloride (pyridium). On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced alopecia ("hair loss"). On (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), 11 months 7 days after insertion of essure. In (B)(6) 2011, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("pain / abdominal pain"). In (B)(6) 2013, the patient was found to have weight decreased ("weight gain / loss (specify which one) weight loss"). In (B)(6) 2014, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced abdominal pain lower ("cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and incontinence ("incontinence"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, dyspareunia and alopecia had resolved and the vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, weight decreased and incontinence outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, bladder disorder, dyspareunia, genital haemorrhage, incontinence, menorrhagia, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: discrepancy to be noted in essure insertion date as (B)(6) 2009. Current weight 182 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: bilateral fallopian tube occlusion confirmed.. Ultrasound scan - on (B)(6) 2018: uterine fibroids and thickened endometrium.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia, vaginal hemorrhage, abdominal pain lower. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-may-2020: pfs received: event incontinence added. Event genital bleeding updated as non-serious incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain') and genital haemorrhage ('abnormal bleeding (general)') in a female patient who had essure (batch no. 629311) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included incontinence, pap smear abnormal, anemia iron deficiency, thrombosis leg, thrombosis pulmonary, depression, anxiety, foot surgery (1979/1987/2002/2009 x5.), recurrent urinary tract infection, vaginitis, vulvovaginitis, obesity, urinary incontinence, dysfunctional uterine bleeding, stress, uterine mass and paratubal cyst. Concurrent conditions included vaginal infection, vaginal itching, endometrial polyp, sleep disturbance, pruritus, menstrual cycle prolonged, uterine fibroid and uterine enlargement. Family history included chickenpox. On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("pain / abdominal pain"). In (B)(6) 2013, the patient was found to have weight decreased ("weight gain / loss (specify which one) weight loss"). In 2014, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced abdominal pain lower ("cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, dyspareunia and alopecia had resolved and the vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder and weight decreased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, bladder disorder, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: discrepancy to be noted in essure insertion date as (B)(6) 2009. Current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: bilateral fallopian tube occlusion confirmed.. Ultrasound scan - on (B)(6) 2018: uterine fibroids and thickened endometrium. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia, vaginal hemorrhage, abdominal pain lower. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jun-2019: pfs and mr were received: lot number was added. Events: abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes, dyspareunia, hair loss, pelvic pain, abdominal pain, weight loss, abdominal pain lower, genital bleeding were added. Events outcome and onset date were added. Medical history and concomitant conditions were added. Reporters were added. Reporter causality comments were added. Lab data were added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.